Event description:
Evaluation revealed that the force sensor resistance measurement was out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on october 5, 2011. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed that the force sensor resistance measurement was out of calibration. Review of the pump download history revealed loss of prime alarms associated with zero force. In addition, review of the pump prime history verified several large prime volumes. During testing the force sensor calibration test confirmed the sensor was not detecting the correct force. All "ezprime" operations were performed successfully and the pump was exercised with no alarms duplicated. When the pump was opened, it was confirmed the oled and force sensor pins were intact and there was no evidence of dislodging.